Event description:
The hospital reported that the staples from a rotating head skin stapler came out of two pts on the way home from an open laparotomy procedure. The doctor had to have the pts come back in and re-close the incision site.

Manufacturer narrative:
End user: the hospital reported that the staples from a rotating head skin stapler came out of two pts on the way home from an open laparotomy procedure. The doctor had to have the pts come back in and re-close the incision site. The operating room director, materials manager, and doctor all demonstrated stapling procedure on a block of foam. The rotating head skin stapler had issues with miss formed staples. Deroyal: the stapler is a vendor supplied raw material. The end user disposed of the two staplers used in the procedures. The stapler used in the hospital evaluation with a block of foam was returned to the complaint investigator. It appeared to have no defect. The sales representative indicated the hospitals inventory was okay.